Manufacturer narrative:
(B)(4) - diffuse lamellar keratitis- dlk stage I. Evaluation: field service specialist (fss) serviced laser and performed preventive maintenance and service bulletin (B)(4). Found system to meet amo specifications. Clinical development manager (cdm) visited site after event and fss visit. She provided operational support. Fss visited account after cdm and replaced oscillator (was within specifications; replacement was proactive) and did adjustment to the laser to improve performance. Cdm visited the account again for operational support after the oscillator change and noticed that surgeon has purchased a second free-standing air condition (ac) unit to keep the laser suite within the recommended temperature. She verified lifts with gel testing and no problems were found. Evaluation results: device operated within specification.

Event description:
Field service specialist noticed that surgeon experienced opaque bubble layer and difficulty lifting the flaps during a visit. Follow up indicated that patient presented with 20/200 od and 20/40 os (os was treated to be the near eye but this is a distance va for each eye) and has dlk od. Clinical development manager requested information on patient and account reported that patient had flap lift and rinse on the od flap at about 5 days post op ((B)(6) 2011).